Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, non-sustained lead noise episodes were observed due to noise on the lead. No further investigation was performed. The lead will be monitored. There were no adverse consequences to the patient.